Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No physical damage was observed during visual inspection. The sensor failed continuity testing due to an open in cable on the detector circuit, inside the bend relief area of the m15 connector. When connected to a monitor a "sensor off" error message was provided. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported the sensor sporadically shows no values. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the sensor sporadically shows no values. No patient impact or consequences were reported.